Event description:
Omega table movement when attempting to transfer a patient to the table. No injuries were reported. The concern is for possible serious injury should the patient fall during transfer.